Manufacturer narrative:
The affected evita 2 dura was manufactured in july 2008 and was analyzed by dräger service. During device testing a malfunction was detected which indicates a faulty mixer cartridge. Log book analysis showed that the faulty mixer cartridge led to an overloaded power supply. The device has behaved as specified for the malfunction and has performed warmstarts in order to restore the ventilation. During a warmstart, the evita opens the breathing system to allow for spontaneous breathing. This entire process is accompanied by an alarm. After reviewing all current incidents, the remaining patient risk of evita is within the acceptable range and even several potencies below the risk chart's defined risk limits.

Event description:
It was reported that the affected device automatically performed three restart while in use on a patient. This was accompanied by an audible alarm generated by the device. The patient was manually ventilated and the device was replaced. It was reported that there were no consequences for the patient.